Manufacturer narrative:
The returned cable and sensor were evaluated. During evaluation the cable and sensor both passed all visual and functional testing. The cable and sensor were both determined to be functioning as designed.

Event description:
It was reported that on numerous occasions the spo2 reading on the ge monitor will drift downwards for no obvious reason (for i.e will be in the high 90's at the beginning of the or procedure and will drift to the high 80's or low 90's for no apparent reason). This will usually occurs within the first 15 minutes - 1 hour at the beginning of the procedure. Repositioning the sensor to another finger or using an ear sensor rectifies the issue. Issues will occur several times a month. Can happen in any of the or rooms. This is an ambulatory care center and patients are in good health and are having minor procedures. There were no consequences or impact to patient reported.